Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was implanted in the patient, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. No nonconformances were identified for this part-lot number combination per qlik query executed on (B)(4) 2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via email that during a triceps tendon repair procedure the sales rep's gii quickanchor plus was inserted into the pilot hole and seated correctly in the bone. The sutures were passed through the tendon and while the surgeon was tying the limbs of the suture, the suture broke. There was enough suture after breakage to try and salvage the suture, but when attempting a second time, the suture broke again. The suture was no longer in the anchor and was unusable. The pilot hole was drilled with the appropriate drill bit and drill guide. The case was completed with the same bone hole using a super quickanchor plus ds with orthocord. There was no patient harm. The anchor is not being returned. Additional information reported by the sales representative stated after the first break, the suture was tied by hand, no instruments were used to assist in tying. They did not see where the suture broke the second time, they just knew that it was no longer attached to the anchor the sales representative stated that for a fact is that there was no way of saving it after the second break. Additional information was also received and stated that the reported malfunction caused a 2 to 3 minute delay and the suture was in contact with a hemostat or needle driver during use. The sales representative also stated the gll anchor was not removed. Surgeon decided it was best to leave it in and implant the super quickanchor on top of the gll using the same hole/location.